Event description:
It was reported that the patient was seen in the clinic and the printout for the implantable pulse generator (ipg) showed "replace pacer" and vvi 65 was noted. During device change out, it was noted that the "replace pacer" message was no longer there. There was a possible power on reset (por). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5076-45 lead, implanted: (B)(6) 2009. (B)(4).